Manufacturer narrative:
H.6. Investigation summary: bd had not received samples or photos for investigation. Therefore, 30 retention samples from bd inventory were evaluated by functional testing, each having their safety feature activated, and no issues were observed relating to retraction failure as all samples met specifications. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode retraction failure. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that while using bd vacutainer® push button blood collection set, the needle did not fully retract, and the phlebotomist suffered a needle stick injury. The phlebotomist was exposed to blood and subsequently underwent prophylactic post-exposure treatment. Post-exposure treatment results have not yet been reported. The following information was provided by the initial reporter: "(B)(6) needlestick injury. Phlebotomist was injured when the needle didn't fully retract. Exposure to blood occurred to the phlebotomist, both patient and the employee were tested, results are not ready yet. Employee underwent prophylactic post-exposure treatment."

Event description:
It was reported that while using bd vacutainer® push button blood collection set, the needle did not fully retract, and the phlebotomist suffered a needle stick injury. The phlebotomist was exposed to blood and subsequently underwent prophylactic post-exposure treatment. Post-exposure treatment results have not yet been reported. The following information was provided by the initial reporter: "sm 367342_2256228 needlestick injury. Phlebotomist was injured when the needle didn't fully retract. Exposure to blood occurred to the phlebotomist, both patient and the employee were tested, results are not ready yet. Employee underwent prophylactic post-exposure treatment."

Manufacturer narrative:
G.5. PMA / 510(k)#: k220212. H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.